Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during holmium laser lithotripsy procedure for percutaneous nephrolithotomy with the subject device, a fiber for holmium laser could not pass through the instrument channel. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.